Event description:
It was reported that on (B)(6) 2008, the patient underwent a direct stenting procedure with placement of a 3.5 x 12 mm xience v stent in the proximal left anterior descending (lad) artery, deployed above rated burst pressure at 20 atmospheres. A 2.5 x 28 mm xience v and a 2.5 x 08 mm xience v were deployed in the mid lad. On (B)(6) 2012, the patient experienced chest pain. Cardiac enzymes were negative. A cardiac catheterization was performed and percutaneous coronary intervention was performed. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - above rated burst pressure. Stent: xience v 2.5 x 28, xience v 2.5 x 08, other: aspirin, clopidogrel. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report filed on (B)(4) 2012, additional information was received. Restenosis was noted in the stent implanted in the mid left anterior descending (lad) artery. A revascularization procedure was performed in the mid lad stent and in a new area in the target vessel. The patient's (B)(6) 2012 episode of chest pain resolved on (B)(6) 2012. In (B)(6) 2012, the patient experienced an episode of chest pain. Diagnostic coronary angiography was performed on (B)(6) 2012 and noted stenosis in the mid lad. The patient was treated with medical therapy. The patient condition resolved upon discharge on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. It was reported that the device was deployed at 20atm. It should be noted that the IFU states: do not exceed the labeled rated burst pressure (rbp) of 16 atm. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.